Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #521c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 521c73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a lap nephrectomy procedure for a renal transplant on living donor, the surgeon reported malformed staple on renal artery that caused bleeding. Surgeon managed to control the bleeding by firing another reload (vasecr35) on the remaining length of the renal artery. Reported blood loss of about 200 cc/ml that did not require blood transfusion. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025 d4: batch # unk. Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Ans: surgeon reported the stapler line is intact but the bleeding from the stapler line - how was the bleeding controlled? Ans: the stapler on renal artery was the first firing and it bleeds. Surgeon staple second stapler on the artery to stop the bleeding using medtronic stapler. Surgeon used the medronic stapler on renal vein after they managed to stop bleeding on renal artery. No further information provided on the result using medtronic stapler. - how much blood was lost (ml)? Ans: 200cc - did the patient require a transfusion? Ans: no, does not require a transfusion. - could you please provide more details about the type of oozing? Ans: no further details provided for this question. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # pve35a, with lot/batch # a9df7c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.